Event description:
During a low anterior sigmoid colon resection for cancer, the surgeon attempted to fire the stapler around the rectal stump. The jaws closed and the surgeon states that the stapler did fire. The stapler jaws would not reopen, and bowel tissue remained trapped in the jaws of the stapler; it was necessary to excise tissue around the jaws of the stapler, leaving some tissue still trapped in the device. No further complications were noted when the opening was closed with suture.